Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient experienced persistent eye pain of nonspecific etiology on right eye (od) at 2 week post op exam. Pre-operative measurement of best corrected visual acuity (bcva) of od was 20/20 on (B)(6) 2014. The post-operative measurement of bcva of od was 20/20 on (B)(6) 2015. The surgery center indicated the patient¿s symptoms were not resolved and the event was lasting and disabling, significantly interfering with daily activities. The patient did not experience loss of best corrected visual acuity (bcva). There was no medical or surgical intervention reported.